Event description:
Procedure type: hernia. Reportedly, after inserting the balloon, it was noticed that a little grey part broke off and fell into the surgical cavity. The existing balloon port was removed and a new one was inserted in the same incision. The small grey piece was removed is being returned. No patient injury was reported.